Event description:
It was reported that the hand activation did not work on disposable. A second disposable was used with same result. The case was completed using the foot pedal.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.